Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed erratic results while using the architect ca19-9 assay. The customer provided the following results data: (B)(6) 2018 ca19-9 initial 55.5, retest 4.1 u/ml, there was no impact to patient management reported. No patient information was available.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, field data review, a design history record (DHR) review, a search for similar complaints, and a review of labeling. Return material was not available. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for list the architect ca19-9xr assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect ca19-9xr reagent, list number 02k91, was identified.